Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt/check te pad messages/damaged case) has been confirmed. Upon investigation the monitor was unable to recognize a signal from the ECG and therapy electrodes. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had a damaged belt receptacle and was producing adjust belt and check therapy pad messages.